Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2011 and performed to specification up to the (B)(6) 2012. The device records manual power ons, two of nonsensical duration on the (B)(6) 2012. Multiple manual power ups some of ten minutes duration were observed in the device memory between the (B)(6) 2014 and the last log entry on the (B)(6) 2016. The pad-pak became depleted and a further pad-pak was installed which subsequently became depleted. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.